Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable neurostimulator (ins) turned off by itself. The rep stated that the patient felt like their symptoms were returning slowly and when they went to turn the ins off for something else, they noticed it was already off. It was unknown when this occurred it was recent. The battery voltage is 2.91v. It was suggested for the rep to obtain the medtronic file and if it happens again to have patient record date and time.